Manufacturer narrative:
This report was initially submitted following notification from a customer in canada regarding a misidentification result of mycobacterium persicum as mycobacterium kansaii in association with vitek® ms instrument (reference 410895, serial number (B)(6)). The investigation included a review of the customers fine tuning and spot preparation quality. The fine tuning status of the instrument was good at the time of the acquisition. The calibrator spot preparation quality was not optimal. The calibrator ¿all peaks¿ values were heterogeneous. The spot preparation has to be verified with the customer. The expected identification was mycobacterium persicum. The following system limitation is mentioned in the vitek® ms v3.2 knowledge base user manual ref. 161150-924 a: ¿* testing of species not found in the database may result in an unidentified result or a misidentification.¿ mycobacterium persicum is not present in the vitek® ms knowledge base v3.2. The customer has to confirm the identification with reference method (sequencing). The root cause of the misidentification is system limitation. The species is out of the knowledge base.

Event description:
A customer in (B)(6) notified biomerieux of a misidentification result of mycobacterium persicum as mycobacterium kansaii in association with vitek® ms instrument (reference 410895, serial number (B)(4)). Vitek ms gave an identification of mycobacterium kansaii. The expected result was mycobacterium persicum. A reference lab further identified the strain as m. Persicum (closely related to m. Kansasii) by hsp65 gene fragmentation. M. Persicum is not included in the current vitek ms knowledge base. There is no indication or report from the laboratory that this event led to any adverse event related to the patient's state of health. A biomerieux internal investigation will be initiated.